Event description:
The patient presented to the ER complaining of chest pain below ICD incision site. Device interrogation revealed high threshold and a change in the rv sensing. Lead dislodgement was observed. The lead was repositioned.